Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was used to perform a sphincterotomy. The physician reported that he was not satisfied with the size of the bow using the 20mm dreamtome and felt that this contributed to the patient developing pancreatitis. Further follow up with the physician revealed that for future procedures, he will be switching to the 30mm dreamtome, which provides a deeper bow. There was no alleged malfunction of the device. There was no reported intervention related to the pancreatitis.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed; therefore a analysis of the device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.